Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited some light-emitting diode (led) light beads on the front panel were dim. There was no patient involvement.

Manufacturer narrative:
Update: b5, h6. A root cause could not be identified. Based on the results of the investigation, component failure could have led to malfunction.

Event description:
Additional investigation found front panel malfunction.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplement is being submitted to provide the following corrections: h7 h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.